Event description:
The user facility reported that routine sampling from eight pts tested positive for burkholder s. And serratia microorganisms. The facility further reported that only three out of the eight sampled patients had undergone bronchoscopy and two out of the three pts were already known to have unspecified infections. The facility's bronchoscopes were removed from the service and cultured, and reportedly tested negative. All pts are reportedly doing well and all were reported to have been released from the hospital after unspecified periods. The facility had indicated that the bronchoscopes were not suspected to be the cause of the positive cultures, but the device was returned for evaluation.

Manufacturer narrative:
The device was forwarded to an independent microbiological testing laboratory and cultured prior to being returned to olympus. The device tested positive and organism identification remains pending. Following receipt at olympus, a physical evaluation was performed on the device. The evaluation found an unidentified reddish substance at the juncture of the instrument and suction channels. Additionally, there were scrape and shear marks in the instrument channel, deep scratches on the insertion tube, and multiple broken image fibers. The bending section cover and cement were noted to be from a third-party repair. The device is awaiting facility instruction on how to proceed with service of the unit. An olympus endoscopy support specialist (ess) visited the user facility noted significant deviations from olympus recommended endoscope reprocessing storage practices, which could potentially reduce the effectiveness of reprocessing. The ess has provided facility staff with in-service training and info on appropriate endoscope reprocessing and device storage. The exact cause of the user's report cannot be conclusively determined. However, incorrect handling, reprocessing and/or storage of the device are potential contributory factors to the reported event. If significant additional info becomes available at a later date, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution. Cross ref MFR report number: 8010047-2009-00173 for the related report from the facility.